Event description:
Complaint handling unit confirmed that particular lithium heparin pt sample gave lower glucose results than other types of samples from the same patient. Investigators were unable to determine the nature of the interference.